Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that as for clarification, the angle of the lead was not perfect but in the correct location. And that the cause of the lead being pulled was due to several fall from the patient. They also stated that the patient will have a revision and that the issue has not yet been resolved. The fall effects on the devices was determined as the angle of the lead was slightly off but still in the correct location.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2cefb implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are still working on trying to find the optimal therapy settings since implant. They went through programs 1-7 initially and told the patient they wanted them to go back through all programs again. Right now patient is urinating fairly consistently every 2 hours about 200mls. Prior to implant they were going every hour and 100mls. Previously when patient had tried program 5 they experienced severe stabbing pains in the buttocks close to the implant. Patient is currently on their 2nd round of trying the 7 different programs and are experiencing the same pain on program 4. Initially they felt stimulation comfortable at 1.0 on program 4 but over time the pain developed and they had to decrease which resolved the discomfort. Patient mentioned they had fallen a couple times after implant and the doctor ordered an x-ray and found the lead was in the right place but not fully optimal. The doctor also told the patient it was possible they did not implant it in an optimal posi tion but are typically very careful about that. Patient mentioned they do not drink near as many fluids as their doctor wants them to because they are so tired of urinary frequency.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2cefb implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.